Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mammoplasty on (B)(6) 2024 and topical skin adhesive was used. The patient presented an allergic reaction 7 days after using glue. According to the doctor, the patient suffered burns in the area where the glue was applied. Currently undergoing treatment with prednisone. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is there a photo available of the patient¿s reaction?* yes, a photo *name of surgery?* mammoplasty. *what was the date of the procedure?* (B)(6) 2024. *on which postoperative date/day was the reaction observed?* (B)(6) 2024. *has any prescription medication been prescribed? Please specify?* patient treated with prednisone. *have other prescription medications been prescribed?* no. *has any surgical intervention been performed?* no. *has any culture been removed? Results?* no. *describe how the adhesive was applied.* it was applied as directed by the manufacturer. *which preparation was used before, during or after the use of the adhesive?* preparation according to the guidance of the manufacturer *was bandage placed on the incision? If so, what type of coverage was used?* no. *is the patient hypersensitive or has an allergy to cyanoacrylate or formaldehyde?* no. *is the patient hypersensitive to pressure sensitive adhesives?* no. *patient screening was performed before the procedure, for example, to verify that the patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure sensitive adhesive?* we do not have that information. Patient has already used dermabond prineo and there was no type of reaction the first time. *patient demographics: initials/rg, gender, a. *pre-existing medical conditions of the patient (i.e. Allergies, history of reactions)* patient has no allergies. *has the patient used or been exposed to adhesives/similar agents for repairs, handicrafts, cosmetic use (eyelashes, nails)?* patient has already used dermabond prineo and there was no type of reaction the first time. *the prineo/dermabond or skin patch was used in the patient in previous surgery or wound closure?* yes, and there was no clinical problem in the first use. *product code and/or batch of product used?* code: clr602 - lot: thbcch. *current patient status.* patient is fine. No allergic processes. *name of surgeon?* (B)(6). *what is the opinion of the doctor regarding the etiology or factors that contribute to this event?* the doctor has no opinion about the case. *product is available for return for review.* no. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.